Manufacturer narrative:
We received one 139hf75 cco catheter with 1 - non edwards contamination shield and 2 - non edwards stopcocks for examination. The catheter body was found to be damaged under the proximal contamination shield tuohy borst type connector proximal of the catheter tip. The catheter body had collapsed, and appeared to be due to over tightening of the tuohy borst type connector. There was also a kink in the catheter body proximal of the catheter tip. A 0.025" guidewire as recommended in the IFU would not pass the collapsed area in the catheter body when passed down the distal lumen. The catheter body tube was measured between the depth markers and there is no evidence the catheter tube had been stretched. The thermistor and thermal filament circuit were continuous. The thermistor was found to read 36.9 c when submerged in a 37.0 c water bath. There were no open or intermittent conditions. Both the thermistor and thermal filament connectors were opened with no visible inconsistencies. All through lumens were patent without any leakage or occlusions, although are restricted due to the collapsed area in the catheter body tube. The balloon inflated clear and concentric and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Cardiac output testing was done on vigilance ii monitor. Visual examination was performed under microscope at magnification 10x. Resistance was measured using fluke multimeter. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that after placing the swan and attempting a wedge, the patient had a pulmonary artery ruptured and coded. Patient was revived. It was further indicated that the catheter had migrated but the marking on the catheters were correct. The swan was removed under fluoroscopy. When catheter was out, it was noticed by staff that the catheter looked stretched. No patient injury noted.